Event description:
It was reported that an arteriotomy closure of the moderately calcified and mildly tortuous right common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure, using a 6f sheath. Reportedly, a cuff miss occurred. The second and the third perclose proglide devices were used with the same results. A fourth perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other two perclose proglide devices referenced are being filed under separate medwatch MFR numbers.